Manufacturer narrative:
The device was received in normal condition operating in back-up mode (bvvi). Analysis of the device image indicated the device went into bvvi mode due to code corruption, which is consistent with electromagnetic interference (emi) exposure. Further analysis was performed after the reload of the product code and the device exhibited normal device characteristics without any anomalies. The battery voltage was above elective replacement indicator (eri) level. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of bvvi was confirmed.

Event description:
During an in clinic follow up, the device was found to be in back-up mode. Technical support was contacted and it was noted that the device was reaching elective replacement indicator (eri) due to normal battery depletion. The device was successfully replaced. The patient was stable.